Event description:
On (B)(6) 2017, the reporter (wife) for the patient contacted lifescan (lfs) alleging that his onetouch verio 2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca). The reporter stated that the alleged inaccuracy began on (B)(6) 2017, 07:23. The reporter stated that the patient obtained a blood glucose result of over 500 mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter detailed that the patient manages their diabetes with insulin (no adjustments). The reporter stated that the patient took his usual dose of insulin including sliding scale as a result of the alleged inaccurate high reading. The reporter for the patient denied that he developed any symptoms. However, stated that on (B)(6) 2017 before 8pm, the patient attended emergency room (ER) and was administered 15 units of fast acting insulin by a healthcare professional (hcp). In addition, at an unspecified time during this visit, the patient obtained a blood glucose result of ¿200 something mg/dl¿ on the ER meter. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips were stored correctly and not expired and the patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.